Event description:
The customer reported the ventilator goes into an expiratory hold and cannot be taken out. The customer reported the device alarmed, was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported the ventilator was found in pcv a/c mode at time of initial power with original parameters. The fse performed an expiratory hold maneuver per the operators manual instructions. If the exp hold key is held continuously, and the expiratory hold maneuver exceeds 5 seconds, the ventilator automatically terminates the expiratory hold maneuver and begins a new inspiratory period. The fse reported the ventilator operated per manual instructions. Extended self testing was completed and passed successfully. The customer reported the same issue occurred previously and the device was serviced by a 3rd party group who did not duplicate the reported problem. On recommendation of manufacturers product support, the fse replaced the keypad overlay and cpu, mmi and main pcb boards. The ventilator was run-in for performance evaluation and the reported problem did not occur. Complete performance verification testing was performed and the unit passed all tests successfully.